Event description:
It was reported to our consultant that there was a vns patient who needed to have revision surgery related to high lead impedance. The patient is a twiddler and they replaced their battery (B)(6) 2012 but did not change the lead. They knew eventually it would be an issue as she was turning her device under the skin. Good faith attempts are underway for further information about the reported event. Surgery has not been performed at this time.

Event description:
Additional information was received that the patient had surgery. It was reported that it was noted that the patient was a twiddler as their lead body in surgery was all twisted. Their generator was a prophylactic replacement. The explanted product at this time has not been returned for analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned lead portions. A condition was observed that could potentially contribute to the reported "low impedance" allegation. The report indicated that during surgery it was noted that the patient was a twiddler as their lead body in surgery was all twisted. During the visual analysis the quadfilar coils appeared to be stretched and spiraled and the majority of the lead assembly (body) appeared to be twisted with numerous abraded openings, throughout and both bare coils extending through one of the openings. These findings are consistent with patient manipulation/rotation of the device while it was implanted (twiddler). The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. During the visual analysis the (+) white electrode ribbon appeared to be embedded in what appeared to be a remnant of dried body tissue. This condition may have prevented the electrode ribbon from coming in contact with the vagus nerve; therefore contributing to the reported allegations. With the exception of the abraded inner silicone tubes and observed tissue-covered (+) white electrode ribbon, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the twisted appearance of the majority of the lead assembly (body). The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. During the resistance measurement of the returned 391mm portion a high resistance reading was observed on both coils. The high resistance measurement was most likely due to the bare twisted coils that were contacting each other. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities (other than the one broken coil strand) in the returned portions of the device which may have contributed to the stated complaints. However, based on the overall condition of the returned lead, there appears to be evidence of significant manipulation, which may have contributed to the "high impedance" allegation. The exposed and twisted conductive coils (most likely patient-related) may be a contributing factor to the "low impedance" allegation. The abraded openings on two adjacent sections of inner tubing created a condition whereby the exposed conductive coils came in contact with each other contributing to the "low impedance" condition. The generator was returned. Results of diagnostic testing indicated that the battery status indicated ifi=no in the lab. The battery voltage was 2.965 volts, (not at ifi) as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 10.728% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Their explanted products were returned for analysis. Reported they had low impedance under 600 ohms. Product analysis is pending completion.

Event description:
Additional information was received that this patient has not followed up and their treating physician has been unable to contact them. The patient had a low impedence reading on (B)(6) 2012. Surgical intervention was planned for lead revision but family did not follow up. Prior to that date test was within normal limits on (B)(6) 2012.

Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death or serious injury.